Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic incisional hernia repair, while being applied at the fixation of the mesh, there were problems loading the reload onto the handle. The tacks were able to be fired normally but some disengaged into the cavity of the patient but was retrieved by using the tacker. Another tack was used to complete the case. The patient was alive with no injury.